Event description:
The pt reportedly had surgery to thin the skin flap on (B)(6) 2010. The pt has post op swelling and wears external magnets and a headband to help create thinner scar tissue to improve retention issue. The pt is being monitored.